Event description:
It was reported that the company representative could not interrogate her demo device. Troubleshooting was performed and determined that the interrogation failure was due to the serial cable. The serial cable is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The handheld serial cable was returned to the manufacturer for analysis. Analysis of the returned serial cable identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified. Attempts to obtain product information were made but have been unsuccessful to date.